Event description:
Device 2 of 2: reference MFR. Report: 1627487-2018-09112.

Manufacturer narrative:
Note: only one lead was returned. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR. Report: 1627487-2018-09112. It was reported ((B)(6)) the patient was undergoing a routine trail lead pull on (B)(6) 2018. One of the leads lost four contacts, and the contacts remained in the patient, as verified via x-rays. There is no current plan for patient to undergo further surgical intervention to retrieve the lost contacts. Note: both of the patient's leads are being reported because it is unknown which lead is liable.